Manufacturer narrative:
Concomitant products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that a recharging issue occurred. Poor telemetry or no telemetry with recharging occurred. The patient noted that the cervical stimulator was not working. The device was not turning on and would not charge. The issue began in (B)(6) 2016. The patient had an appointment on (B)(6) 2016 regarding the issue. The patient spoke to the manufacturing representative and they thought the device needed to be rebooted to avoid surgery. No patient symptoms reported. Indications for use include spinal pain. No interventions or patient outcome were provided. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Additional information was received from a follow-up appointment with the manufacturer representative reporting the one battery was overdischarged. The patient had not used and did not charge for over a month. A trickle charge was performed and the issue was resolved at the time of the report. The patient was alive with no injury and had not had any surgical interventions planned or performed.